Manufacturer narrative:
It has now been reported device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device. This report is submitted on may 7, 2020.

Manufacturer narrative:
This report is submitted on 10 september 2020.

Manufacturer narrative:
This report is submitted on april 9, 2020.

Event description:
Per the clinic, the patient experienced no connection with the implant. Reprogramming attempts were made; however, the issue could not be resolved.